Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin centrifugal pump console. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). A sorin group field service representative was dispatched to the facility to investigate. The service representative confirmed the reported issue and replaced the scpc control panel, including the touch screen. Subsequent testing did not identify further issues and unit was returned to service. The failing touchscreen was discarded. As the replaced device was not returned for investigation, a root cause could not be determined and corrective actions were not identified. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue. Evaluated on site by sorin service rep.

Event description:
Sorin group (B)(4) received a report that the touchscreen of the sorin centrifugal pump console was not fully responsive to touch during priming. There was no patient involvement.